Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused during infusion. It was observed that the device under infusion by greater than 10% after the expected therapy time 23 hours. The device was filled with piperacillin/tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, d10 (add entries), h4, h6, h11. B5: additionally, the device was filled with 230ml sodium chloride 0.9%; piperacillin/tazobactam dose was 13500mg. A peripherally inserted central catheter (PICC) line was used during the infusion. H4: the lot was manufactured between november 15-17, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the device bladder which suggested a possible underinfusion. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.